Event description:
The account stated that a physician questioned some cbc results that were generated by the cd1800 analyzer. The account was using diluent lot # 28672i2. The physician did not elaborate on the results that were questioned and the account was unable to obtain further info from the physician, because he relocated. There was no impact to pt mgmt reported.

Manufacturer narrative:
Instability of diluent list # 08h17-01 was identified when tested on the cell-dyn 1800 analyzer. It was determined that pt results for hemoglobin may be decreased up to 1.0 g/dl. Customers were required to discontinue the use of all lots of diluent list # 08h17-01. Investigation to determine the cause of the stability issue is ongoing. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.